Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the status light of the home monitor remains orange.

Event description:
Reportedly, the status light of the home monitor remains orange.

Manufacturer narrative:
Upon reception, the returned home monitor was tested and the reported issue was confirmed: the status light of the home monitor remains in orange. - it was also observed that the home monitor can complete the boot procedure, but the application could not be launched. Therefore, the reported issue most probably resulted from a software issue leading to the corruption of the operating system configuration, which prevents the application from starting. It should be noted that this software issue can only be solved by re-initializing the home monitor (full re-flash of the operating system).

Manufacturer narrative:
Preliminary analysis revealed that the reported behavior resulted from a software issue.

Event description:
Reportedly, the status light of the home monitor remains orange. Preliminary analysis revealed that the reported behavior resulted from a software issue.